Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. The customer's report was observed during review of the device data logs. However, the device passed bench handling, power cycling, and ECG monitoring stress testing without duplicating the report. The defib cable receptacle was inspected with no issues identified. The monitor board, ECG board, and processor/bridge/pace board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor an (B)(6) year-old female patient, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.